Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering boluses properly. Additionally, it was reported that an empty cartridge alarm (alarm 8) occurred. Customer's blood glucose level ranged between 144-400 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.